Event description:
In 2009, pt's sister reported, the pt experienced high blood glucose sugar today. Sister reported pt had spasms and "a slight fever" at the time of the call and had vomited earlier in the day. She stated, his blood glucose was 408 mg/dl. Pt's sister reported he had eaten today but was not able to keep food down, and his family was trying to get fluids into him. Educated her on the proper battery to use in the infusion device. Sister stated no errors displayed on the infusion device while the pt experienced the high blood glucose. Pt's sister reported, she noticed a couple of air bubbles had formed in the tubing. Had her place the infusion device in stop mode and disconnect the tubing from the infusion site. Had her prime the tubing, but the air bubbles did not move. Had her stop the prime, remove the cartridge, and change to new tubing. Pt's sister reported an air bubble was now noticed at the top of the cartridge. Verified there was no moisture inside the infusion device. Had sister insert the cartridge in the infusion device with the new tubing attached and primed until no air bubbles were visible in the cartridge or tubing. Pt had started to shower, so was unable to connect the tubing to his site when finished troubleshooting. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Requested return of the alleged product for eval.